Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was not confirmed. The device evaluation found the following: there was foreign objects in scope connector, due to damage on scope connector, channel cleaning brush cannot inserted smoothly. Due to wear of the angle wire, bending angle in the up direction did not meet the standard value, due to wear of the angle wire, the play of the u/d knob was out of the standard value, adhesive on the bending section cover rubber had a crack, the scope connector was dirty due to water leakage, the scope connector had a scratch, the connecting tube had a scratch, the scope connector cover unit had a scratch, the lock engagement lever and knob had a scratch, the up/down and right/left knobs had a scratch, the image guide protector had a scratch, the switch box had a scratch, the suction cover had a scratch, switch 1 had a scratch, the universal cord had a scratch, the grip had a scratch, the control unit had a scratch, and the distal end had a scratch. The device was cleaned, disinfected and sterilized before returning to olympus. The water was aspirated through the suction channel with no abnormalities observed. The customer wiped/brushed the instrument channel outlet with clean lint-free cloths, brushes, or sponges and the instrument channel, instrument channel port, and suction cylinder was brushed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the evis lucera elite duodenovideoscope had brush clogging/ internal defects of the channel. The issue was observed during reprocessing. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.